Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. The contrast and up arrow keypad buttons were intermittently responsive during testing. It was observed that all keypad buttons spring back as expected when pressed. There was evidence of keypad adhesive found under the contrast, up arrow, and down arrow key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The patient reported that the pump has been increasingly unresponsive to presses of the up arrow keypad button for the past month. He noted that the button still clicks and springs back as expected when pressed. The patient denied exposing the pump to water; denied physical damage to the rubber keypad; and stated that he carries the pump in a pocket.